Event description:
Reference number (B)(4). Event occurred spain. It was reported that patient faced tape not sticking event on (B)(6) 2026. The tape was not sticking due to little glue. No further information available

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.